Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer treated with food and juice. The customer also reported having skin irritation cause by the sensor tape. The customer did not receive medical treatment as a result of the site issue. Blood glucose at the time of the incident is unknown. Troubleshooting for low blood glucose was declined. The product will not be returned for analysis.

Event description:
The customer stated that she believes she was using the auto mode feature at the time of the incident.